Event description:
Hamilton medical ag received the following event description: it was reported that during a bedside tracheostomy and bronchoscopy procedure, a loss of peep occurred, and peep could not be increased. The ventilator was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.